Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a sore on their right breast from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed dressings and recommended removal of the lifevest due to the skin irritation. Follow up indicated the sore improved.